Event description:
The pump was returned to aniams. Evaluation revealed that the force sensor assembly was physically damaged. This report is made based on the results of evaluation.

Manufacturer narrative:
(B)(6). This report is made based on the results of investigation completed on 06/08/2011. Correction/removal reporting number: 2531779-03/24/2010-003-r. During evaluation, the force sensor assembly was found to be physically damaged and the force sensor was out of calibration.